Manufacturer narrative:
The thermocool® smart touch® sf bi-directional navigation catheter device was returned to biosense webster (bwi) for evaluation. A visual inspection, screening and temperature and impedance tests of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a rupture in the surface of the pebax. The device was connected to carto 3 system, the device was visualized and recognized correctly. No magnetic issues were observed. In addition, an ablation cycle was performed, and the force vector performed well. The temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device 31151136l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the impedance and ablation issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a rupture in the surface of the pebax. Initially, it was reported that the catheter was used to treat left and right wide area circumferential ablation (waca¿s) during the case. Midway through right waca, the catheter was reintroduced to the heart (1 transseptal case) and catheter was unable to ablate due to high impedance. The grounding pad was checked and replaced, and the issue did not resolve. A new cable was taken and smartablate was reset, however, the issue did not resolve. The catheter was taken out and inspected and flushed, no char or other debris were noted. The catheter was reintroduced, and normal impedance seen. Ablation continued. The catheter was reintroduced later on in the case and issue was repeated. This was at the end of the case and operator decided that catheter was not necessary to complete case; therefore, no further actions were taken. There was no patient consequence. The high impedance and unable to ablate issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 03-jun-2024, there was reddish material and a rupture in the surface of the pebax. This was assessed as MDR reportable. The awareness date for this reportable lab finding was 03-jun-2024.